Event description:
It was reported to philips that the system would not make x-rays intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and verified that the system would not make x-ray intermittently. Upon examining the log file, fse found error for the converters (anode/cathode) intermittently. Upon troubleshooting fse relocated the converters but x-rays are interrupted intermittently in the system. Fse replaced the kv ma unit, converter and it was observed that there was an interruption at high kv values. To resolve the issue fse replaced hv generator. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.